Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. No causes or potential causes of the customers reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was chipped out on lower left front corner and the right plunger case was cracked. A review of the event history log identified check syringe plunger sensor. During functional testing the check syringe plunger sensor error was found at power up only when plunger assembly was pushed all the way in. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced all the plastic parts of plunger assembly and performed preventative maintenance and all functional testing.

Event description:
It was reported that the pump exhibited a plunger issue. No patient injury or involvement were noted.